Event description:
It was reported to manufacturer that the vns patient was seen for a follow up appointment with the nurse practitioner with clinic notes from another physician stating that the generator could not be interrogated. The nurse was able to interrogate the device, and upon interrogation, the output current was set to 0ma. The nurse then turned the device to 0.25ma and performed a system diagnostic test. The results revealed high lead impedance. The output current was then set back to 0ma and the patient was referred for x-rays. The physician reviewed x-rays and there was no indication of lead breakage or any other sign of a disconnection in the system. There was no report of trauma or manipulation. The patient has been referred to a surgeon for a possible lead revision.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.